Event description:
Boston scientific received information that shortly after implant, this patient's right ventricular (rv) lead is exhibiting high out of range shocking impedances of greater than 125 ohms. It is believed that the lead and device connection has become compromised since implant. The patient was brought back in for impedance testing, where the impedances varied from within normal range, to out of range impedances. The shocking vectors were re-programmed to alleviate, and for now the measurements are stable. The physician plans to have a defibrillation threshold (dft) test done in the next few weeks. To date, there have been no adverse patient effects reported.

Event description:
Additional information was received that this patient underwent defibrillation threshold (dft) testing. The dft testing failed at 26 joules, and converted at 41 joules. The physician reversed the lead polarity and dft testing converted at 26 joules with a shock impedance of 60 to 61 ohms. The physician believed that the originally reported observation of high out of range shocking impedances was due to a potential connection issue, however, the impedances were resolved without having to open the patient pocket. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.